Event description:
The patient complained of a burning feeling during the treatment, and when the doctor looked over the patient he noticed a few burn marks in the areas where the radiation dosimeter diodes were placed.